Manufacturer narrative:
It was reported by the customer that they has been having several issues related to disconnections between the mx4450 stopcock and the extension set during surgical procedures. In addition, they have experienced cracking and or difficulty disconnecting the stopcock from the extension set. One photo sample received for quality evaluation. Investigation of the photo shows that there is leakage at the luer connection, when connected. The customer complaint of component damage - leak was verified. A root cause analysis could not be conducted because a physical sample was not available and the photo provided is not detailed enough to conduct a root cause analysis investigation. A device history record review for model mx4450 lot number 25065225 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxguard extension set with needleless y-site(s) and stopcock was damaged. The following information was provided by the initial reporter: anesthesia department has experienced cracking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.